Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage applied on the cmos-m with drive pcb. In addition, we confirmed that the lg cable connector fluid damage, the light guide cable perforated, the remote control buttons cracked, the objective lens unit cracked, the lg cable connector corroded, the bending rubber leak, the light guide cable leak, the operation channel cut, the distal body worn out, the angle wire grinding, and the bending rubber pin hole; however, they are the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.